Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that retinal damage was suspected after application of an ophthalmic liquid during a vitreoretinal procedure. Postoperatively, after the ophthalmic gas diffused from the eye, the patient presented with a central scotoma. Absence of the internal retinal layers was found on imaging. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. (B)(4).

Manufacturer narrative:
Review of the compounding and filling manufacturing batch records (mbrs) showed no anomalies that may have contributed to the complaint condition. No nonconformance's were noted in the mbrs. Review of the incoming component inspection reports showed to be acceptable (reference the component grid for lot code). All finished product testing results met specifications. The product is manufactured according to requirements of the device master record. The product is sterilized via filtration through sterilized silastic tubing filled into dry heat sterilized vials using a peristaltic pump. All testing for the batch associated with the reported lot met specifications. Customer product storage and use could not be confirmed. Root cause could not be determined. The manufacturer internal reference number is: (B)(4).